Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance was observed on this cardiac resynchronization therapy defibrillator (crt-d) and an unknown right atrial (ra) lead. The atrial lead was not used, thus boston scientific technical services (ts) instructed to program the daily measurements off and to deactivate the yellow alert related to atrial check. Additionally, there were low impedance measurements on the right ventricular (rv) lead. Ts confirmed that the rv pacing impedance measurements had gradually decreased from 500 ohms to 280 ohms and the measurements had been stable for some time. Some noise was able noted, but was unable to be reproduced. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that this device was explanted as the device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.